Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the driving cap f/insertion handle (p/n 03.010.523 lot l759641) was received showing the threaded distal tip broken off at the most proximal thread forms. The broken off tip was returned embedded in the returned concomitant insertion handle (part #: 03.033.001, lot #: l700509). The driving cap in a used condition as there are numerous hammer/impaction marks on the cap. No other issues were identified with the returned device. The insertion handle (part #: 03.033.001, lot #: l700509) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The complaint condition is confirmed for the driving cap f/insertion handle (p/n 03.010.523 lot l759641) as the threaded distal tip was broken off at the most proximal thread forms. The broken off tip was returned embedded in the returned concomitant insertion handle (part #: 03.033.001, lot #: l700509). While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. The need for further corrective/preventive action will be assessed. Further investigation will not be conducted in this complaint as it will be addressed. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.523 lot: l759641 manufacturing site: bettlach release to warehouse date: (B)(6) 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was striking the driving cap which was screwed into the insertion handle with a mallet. The driving cap on the insertion handle waggling in left femoral recon nail. The threaded part of driving cap broke off inside the insertion and was unable to be removed so both pieces were no longer usable. The driving cap is threaded into the insertion handle. There was no surgical delay. Procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: radiolucent insertion handle (part# 03.033.001, lot# 700509, quantity# 1) unknown nails: femoral (part# unknown, lot# unknown, quantity# 1) unknown impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1). This is report 1 for 1 (B)(4).